Event description:
It was reported that the customer had a high blood glucose level of 414 mg/dl. Customer had a bent cannula earlier today and treated with an insulin pen. Customer stated that they do not have a back-up plan. Customer did not contact their health care professional for their high blood glucose levels. Customer treated with a bolus. Troubleshooting was performed. Customer does not have a tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that the infusion set fell out and the cannula is bent. Cannula was not occluded. Customer stated that the site was not sore or irritated. Customer will call back once they receive the tubing clamp to continue troubleshooting. Infusion sets will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.